Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the rv lead revision was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) on the right ventricular (rv) lead caused the patient to receive multiple inappropriate shocks. It was noted that the fourth shock put the patient into a ventricular fibrillation (vf) arrhythmia and experience syncope. The vf was appropriately detected and a fifth shock terminated the arrhythmia. The rv lead remains in use, however, a revision is planned. No further patient complications have been reported as a result of this event.